Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed.the reader powered on with button depression, after being charged. Reader did not power on with retained test strips. The reader was de-cased and internal visual inspection was performed. Contamination of dust and fibers were found on the reader's strip port. This issue is use related. No malfunction or product deficiency was identified.

Event description:
A customer reported a port issue with the adc freestyle libre, stating that no results were displayed after the strip was inserted into the port. The issue began on (B)(6) 2019 preventing the customer from obtaining blood glucose results and she subsequently required medical attention due to unspecified symptoms of diabetic ketoacidosis (dka) that began on (B)(6) 2019. The customer presented to a hospital, where she was diagnosed with dka and administered potassium, insulin, and glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a port issue with the adc freestyle libre, stating that no results were displayed after the strip was inserted into the port. The issue began on (B)(6) 2019 preventing the customer from obtaining blood glucose results and she subsequently required medical attention due to unspecified symptoms of diabetic ketoacidosis (dka) that began on (B)(6) 2019. The customer presented to a hospital, where she was diagnosed with dka and administered potassium, insulin, and glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a port issue with the adc freestyle libre, stating that no results were displayed after the strip was inserted into the port. The issue began on (B)(6) 2019 preventing the customer from obtaining blood glucose results and she subsequently required medical attention due to unspecified symptoms of diabetic ketoacidosis (dka) that began on (B)(6) 2019. The customer presented to a hospital, where she was diagnosed with dka and administered potassium, insulin, and glucose for treatment. There was no report of death or permanent impairment associated with this event.